Event description:
It was reported that during a percutaneous coronary angioplasty procedure, a tip fracture occurred. The lesion being treated was located in the left circumflex. The tip of the choice guide wire broke off "while being manipulated", but it was successfully retrieved. Pt status was reported as 'okay'. Add'l info regarding this procedure has been requested.

Manufacturer narrative:
.